Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen turned black after the customer requested a bolus, and then the screen turned back on, and the customer was able to resume the bolus. Reportedly, the pump did not need to be plugged into a power source for the screen to turn back on. There was no reported impact to the customer's blood glucose level. The customer was unable to recall any details regarding the reported event, declined to upload the pump data for tandem technical support to perform a log review, and reported that the pump has been functioning as intended.